Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 30jan2019. The manufacturer¿s international service technician confirmed the reported issue. A review of the diagnostic logs confirmed that multiple error codes occurred. It was confirmed that both speaker 1 and 2 were sounding. The manufacturer¿s international service technician replaced the defective (central processing unit) cpu to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 28feb2019. A central processing unit printed circuit board assembly was returned to philips for failure investigation. The part was tested and the root cause was traced to a component failure. The alleged issue was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/26/2018. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a primary alarm test fail. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.